Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the width plate screw was missing, a screw was worn, the motor was corroded and the motor speed was unstable, the position of the control bar was incorrect and the unit was out of calibration. The motor and screws were replaced, the position of the control bar was corrected, and the unit was calibrated to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
This device was returned for preventative maintenance only and there was no event, no procedure delay, and no patient involvement. It was found that missing screws required replacement. No adverse events were reported as a result of this malfunction.